Event description:
It was reported that this pacemaker recorded a code 1003 at pre-implant which is an indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised to send a file for analysis to confirm that the voltage tracked the temperature so it can be approved for implant. This device was not in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.